Event description:
It is reported by plaintiff's counsel that pt underwent total left knee arthroplasty in 2003. Post-op, pt experienced pain and was revised in 2006, where pitting of the polyethylene was noted and the polyethylene was exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.